Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a health care professional was giving a presentation on signal artifact monitor (sam) which included information regarding a known fracture of a boston scientific defibrillation lead. Noise was documented on the pacing and shocking channels and the presenter was inquiring about the observed noise. A boston scientific technical services consultant reviewed the presentation slides and further discussed device function. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a health care professional was giving a presentation on signal artifact monitor (sam) which included information regarding a known fracture of a boston scientific defibrillation lead. Noise was documented on the pacing and shocking channels and the presenter was inquiring about the observed noise. A boston scientific technical services consultant reviewed the presentation slides and further discussed device function. No adverse patient effects were reported.